Manufacturer narrative:
The device manufacture date has been provided.

Event description:
A medtronic representative reported an inaccuracy in an axiem cranial case. They were reportedly accurate with all instruments, and then the frazier suction was inaccurate about 5mm. The surgeon switched to another frazier suction, and this was also inaccurate. He discontinued used of navigated suction, but continued navigation with the pointer and proceeded with the case. There was no reported impact to the outcome of the pt.

Manufacturer narrative:
Device manufacture date not available at the time of this report. A medtronic rep went to the site and was unable to replicate the reported event. The geometry error on both suctions were within specifications. She noted that they both verified fine and tracked accurately during testing. The doctor has used the instruments several times since with no further issues.